Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right atrial and right ventricular lead dislodged. It was noted, that they both exhibited poor sensing and failure to capture. The leads were explanted and replaced. There were no patient consequences.